Manufacturer narrative:
Since several teeth were lost during treatment, this case is reportable per 21 cfr 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
According to the information at hand a male patient received a xive s 3.8/l11 dental implant in region 30 (fdi # 46) in 2009. Five months later a fixed bridge was incorporated which contained the teeth #25 - #30. The implant was splinted with natural teeth in region #27, #28, #29. #25 and #26 were pontics. In 2018 the denture had to be removed with the implant and all supporting teeth. The dentist reported that the bridge showed mobility before removal. No x-ray nor other patient information is available at present.

Manufacturer narrative:
The device was evaluated and found to be within specification.